Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt received no stimulation sensation, following a device replacement from an itrel 3 to a restore advanced. The pocket adaptor was used. It was noted that the stimulation to the pt was not tested intraoperatively. Impedance readings on electrodes 0-3 were normal, all other impedance readings "were high." It was noted that impedance readings on most of the bipolar pairs were greater than 3,600 ohms. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.